Event description:
As reported, in an attempt to dilate the stent, the balloon of the 80 7mm x 18mm palmaz® blue¿ .018 peripheral stent system could not be manually dilated with either a syringe or pressure manometer device. A new 7mm x 20mm palmaz blue .018 stent was opened, which worked perfectly and the treatment was successfully completed. There were no reports of injury to the patient. This was during a procedure to treat a lesion which had mild stenosis and was not a chronic total occlusion (cto). A non cordis 0.18 wire was used and was advanced to the desired position in the vessel. The device was prepped per the instructions for use (IFU) without difficulty. The device did not kink at any point in the procedure. The stent was not manipulated during preparation, and it was verified to be properly mounted to the delivery system prior to use. The balloon of the sds was not partially inflated prior to insertion of the device and negative pressure was never applied to the balloon. There was no resistance experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The delivery system was removed easily from the patient, the stent was still attached upon removal of the device, and the device remained in one piece during its removal. After proper removal of the stent system, nothing conspicuous was discovered either on the packaging or on the sterile product itself. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82218100 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: in an attempt to dilate the stent, the balloon of the 80cm 7mm x 18mm palmaz blue .018 peripheral stent system could not be manually dilated with either a syringe or pressure manometer device. A new 7mm x 20mm palmaz blue .018 stent was opened, which worked perfectly and the treatment was successfully completed. There were no reports of injury to the patient. This was during a procedure to treat a lesion which had mild stenosis and was not a chronic total occlusion (cto). A non cordis 0.18 wire was used and was advanced to the desired position in the vessel. The device was prepped per the instructions for use (IFU) without difficulty. The device did not kink at any point in the procedure. The stent was not manipulated during preparation, and it was verified to be properly mounted to the delivery system prior to use. The balloon of the sds was not partially inflated prior to insertion of the device and negative pressure was never applied to the balloon. There was no resistance experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The delivery system was removed easily from the patient, the stent was still attached upon removal of the device, and the device remained in one piece during its removal. After proper removal of the stent system, nothing conspicuous was discovered either on the packaging or on the sterile product itself. The product was returned for analysis. One non-sterile sds palmaz blue 80 7.stent delivery system was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon looked like it could not have been previously inflated. The unit was thoroughly inspected, and no anomalies were found. Neither kinks nor damages or flattened spots were observed. Per functional analysis an inflation test was performed on the unit. First, an appropriate .018¿ lab sample guidewire was successfully passed through the inner body lumen of the unit. Neither resistance nor obstruction was found during the guide wire insertion. Then, a lab sample inflator/ deflator device partially filled with water was attached to the inflation lumen of the unit and positive pressure was applied. However, the balloon could not be inflated. Per microscopic and cross-section analysis, a cross-section was made in the body of the unit near to the proximal seal area to look for any obstruction inside the inflation lumen. The inflation lumen was observed obstructed approximately at 1mm from the proximal seal. Total obstruction of the lumen occurred; the lumen totally disappeared at this point. A product history record (phr) review of lot 82218100 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - unable to inflate¿ was confirmed through analysis of the returned device. The exact cause of the blocked inflation lumen could not be determined during analysis. According to the instructions for use, which is not intended as a mitigation of risk, ¿prior to stent expansion, ensure that stent and balloon are completely exposed from the csi or guiding catheter. Caution: never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent. Caution: if a tuohy-borst type adjustable hemostasis valve is used, avoid over tightening since this may restrict the flow of contrast media in and out of the balloon, thereby slowing inflation/deflation. Using an inflation device, steadily inflate the balloon under fluoroscopy to the nominal pressure recommended on the label. Expand the diameter of the stent to the diameter of the reference vessel or duct. Caution: do not exceed the rated burst pressure shown on the label.¿ the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore a risk assessment has been opened to further investigate this issue.